Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Medical device lot: unknown. Device manufacture date: unknown. A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter, splattered blood everywhere after the needle was removed from the client. No injury, no medical intervention, no mucous membrane exposure.